Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent lumbar 1, lumbar 2, partial lumbar 3 vertebrectomy, lumbar 3-4, lumbar 4-5 direct lateral discectomies and interbody fusions using peek interbody spacer lumbar 3-4, locally harvested autograft from tenth rib harvest and bone morphogenic protein, thoracic 12 to lumbar 3 anterior fusion using rib autograft, titanium cage, ssep somatosensory evoked potential and motor evoked potential monitoring as well as emg monitoring lumbar 1 to sacral. Pre-operative diagnosis: severe thoracolumbar kyphoscoliotic deformity and severe central canal stenosis, lumbar 1-2, from ventral osteophytic bar. Per op-notes: "once this was verified the surgeon then began by performing fusions at l4-5 using a 10mm peek direct lateral interbody spacer that was filled with autogenous bone which was harvested from ribs as well as bone morphogenic protein. A similar 12mm peek interbody spacer was placed at l3-4. This corrected the coronal deformity to a slight extent. Finally, surgeons then worked from t12 to about the mid portion of the l3 and sized a 19mm diameter titanium cage which was filled with autogenous rob autograft." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.